Manufacturer narrative:
(B)(4). This is a report of a patient who connected themselves and initiated therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, it was reported that the patient line had not completely primed before the home patient connected to the setup for peritoneal dialysis therapy. It was noted that the patient line clamp had remained closed during the priming phase of therapy, resulting in the incomplete prime. There was no patient injury or medical intervention associated with this event, though the patient experienced abdominal, neck, and shoulder pain. The patient performed pd therapy using manual exchanges for the next two days, and the patient¿s pain resolved. No additional information is available.